Event description:
Additional information received reported that the cause of the failure to open was not determined. The pipeline had not been positioned in a bend at the time. They tried pushing, pulling, and recycling steps in order to try to get it to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a dense mesh stent implantation using a pipeline embolization device, a procedural issue occurred where the stent's tip did not open well despite repeated pushing and pulling operations. The procedure was conducted to address an unruptured, saccular morphology aneurysm located in the left posterior communicating artery, with a maximum diameter of 7mm and a neck diameter of 6mm. The landing zone artery sizes were 4.5mm distally and 5.1mm proximally, with minimal vessel tortuosity. Dual antiplatelet treatment was administered, although the platelet reactivity unit level was unknown. The stent was eventually explanted and replaced by another medtronic product. No patient symptoms or further complications were reported as a result of this event. The angiographic result post procedure showed a left posterior communicating artery aneurysm.

Manufacturer narrative:
Product analysis: ¿ as found condition: the braid was returned inside of a biohazard bag and a shipping box. There was no pushwire returned with the braid. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were found fully opened and frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of failure to open at the distal end was not confirmed as the distal end of the braid was fully opened frayed the cause of failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and the user deploying the braid in a vessel bend. However, the customer reported that vessel tortuosity was minimal and the braid was not positioned in a vessel bend, ruling out vessel tortuosity and user deploying the braid in the vessel bend as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.